Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. (B)(4). The manufacturer¿s field service engineer (fse) replaced the power switch overlay to address the reported problem.

Event description:
The customer reported light emitting diode (led) indicator was faulty. There was no patient involvement.